Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Medical products: 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head catalog: 47248403050 lot: 65023826 (2x). Z nail cmf nail cap 0mm catalog: 47250000200 lot: 3059715. Z nail cmf 5.0x70 ant sup scr catalog: 47250107050 lot: 3050808. Z nail cmf 11.5mmx17.5cm 125r catalog: 47-2498-180-11 lot: 3056778. Therapy date: (B)(6) 2021. 1. Event description: it was reported that implantation of the cmf nail system was performed on (B)(6) 2021. The radiographical evaluation 2 weeks later showed that the lag screw migrated to the outer side. The surgeon is keeping an eye on the patient; there is no revision planned. Patient involved. Harm: s2 - instability, minor hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - no medical records have been received. 3. Product evaluation: - the devices remain implanted. 4. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the product combination was approved by zimmer biomet - DHR review: review of the device history records identified no relevant deviations or anomalies during manufacturing. - surgical technique: surgical technique sap 3045-jp-en rev 0: the correct implantation and insertion (tls placement and set screw locking) is described in the surgical technique. Please also note the following section regarding "set screw locking": after the tls is placed, the pre-assembled setscrew in the nail must be tightened with the torque limiting handle offered with the system, to prevent the tls sleeve from moving post-operatively. An anterior support screw can be placed in addition to the tls to provide rotational stability and support the treatment of unstable intertrochanteric fractures with large posteromedial (lesser trochanter) and posterolateral (greater trochanter) fragments, preventing excessive lag screw sliding post-operation. 5. Conclusion: it was reported that implantation of the cmf nail system was performed on (B)(6) 2021. The radiographical evaluation 2 weeks later showed that the lag screw migrated to the outer side. The surgeon is keeping an eye on the patient; there is no revision planned. Patient involved. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the available information it is not possible to confirm the event or determine the root cause for this issue. Nevertheless, based on similar events a more comprehensive investigation was initiated to determine the necessity of potential corrective and/or preventive actions. According to the current available information, there are no confirmed product nonconformity related to the issue. There are also no known design or manufacturing related issue to the znn cm fortis nails and lag screws at this time. A possible contributing factor for the migration could be a malreduction or a really unstable fracture. By considering these factors and the corresponding use of the system, good results can be expected even in this demanding situations. This is also confirmed by an hcp review. It is also mentioned that a minor backout of the tls is not a clinical issue. The need for corrective measures is not indicated and zimmer (B)(4) manufacturing (B)(4) considers this case as closed. (B)(4). The following reports are associated with this event: 0009613350-2021-00639.

Event description:
Investigation results have been made available.